Manufacturer narrative:
The investigation determined the service actions resolved the issue. Preventive maintenance of the instrument was overdue.

Manufacturer narrative:
The field service engineer ran precision studies. The engineer later returned to the site and performed maintenance on the instrument. He replaced the gear pump head and tubing of the rinse mechanism. He checked the probe washing and adjustments. Special wash programming was checked and was correct. Additional precision studies were performed. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the lipc lipase colorimetric assay on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a lipase value of 76.1 u/l, which repeated as 13.4 u/l. The second sample initially resulted in a lipase value of 81.5 u/l, which repeated as 35.4 u/l. The lipase reagent lot number was 53134701, with an expiration date of 31-jan-2022.